Manufacturer narrative:
Initial and final MDR (B)(4), device 2 of 5.

Event description:
Reference number: (B)(4). Event took place in australia. The patient experienced five infusion set's cannula dislodgement event on 03-feb-2025 within 3 or more hours of insertion. Infusion set was inserted in the abdomen. Infusion set was in use for 24 hours. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-00333. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005105, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005105 was manufactured according to the work instruction (wi) version 16 and manufactured in the machine multivac 14 on 17/jan/2024, with a total of (B)(4) units. Cannula lot: the lot 4a02434 was manufactured according to the wi version 14 and manufactured in the machine lc05 on 14/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.